Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user contacted customer support to ask if a full supply change was needed. The user noted that they were wearing a contact detach infusion set and understood that supplies should be changed every two days. During the call, the user reported a low blood glucose (bg) of 53 mg/dl, which they treated with glucose tablets. The ilet had also issued a low insulin alarm. The agent reviewed proper supply change intervals and advised to contact support if further issues occurred. The patient confirmed bg recovery. No symptoms, external assistance, or medical intervention occurred.